Event description:
Caller reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried using a different charging cable and pad, but the issue was not resolved. Tandem technical support planned to send a replacement wall adapter, charging cable, and charging pad via two-day shipping. If the pump battery were to deplete before receiving the replacement charging supplies, the customer was advised to rely on a backup pump, omni pod.